Manufacturer narrative:
**Update** patient fact sheet was received on (B)(4) 2012 the part/lot #s have been updated. **update** 8/23/2011 - litigation papers were received. There is no new information that would affect the outcome of the investigation. **update** 11/28/2012 - medical records were received from legal. The stem, sleeve were removed due to slight varus alignment and pain, and the cup was removed due to loosening. The stem, sleeve and cup were added to the complaint. Part/lot information was identified. Patient height is (B)(6). The devices associated with this report were not returned. A search of the complaint database found no additional reports for the reported part and lot code combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Litigation papers allege the patient suffered pain, permanent physical injuries, disfigurement, and excessive levels of chromium and cobalt blood levels. Patient is a resident of (B)(6). Update: patient fact sheet was received on (B)(4) 2012 the part/lot#s have been updated. Update: (B)(4) 2011 - litigation papers were received. There is no new information that would affect the outcome of the investigation. Update: (B)(4)2012 - medical records were received from legal. The stem, sleeve were removed due to slight varus alignment and pain, and the cup was removed due to loosening. The stem, sleeve and cup were added to the complaint. Part/lot information was identified. Patient height is (B)(6).

Manufacturer narrative:
This complaint is still under investigation.